Event description:
The customer reported that erroneously elevated prostate specific antigen (psa) results were generated on an access 2 immunoassay system for three patients over multiple dates. No actual patient data was provided for these patients. One patient's results were verbally communicated. No information was provided regarding the other two patient's results. The customer indicated that the elevated free psa results generated an free psa assay dose response greater that the total psa assay dose response for each patient. The initial erroneous psa results were reported from the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The customer questioned the initial free psa results because the associated percent free psa values were nonsensical values. Only one patient's repeat free psa results were communicated by the customer. The customer indicated that the free psa result generated a "no value" repeat result with an indeterminate instrument generated flag. Beckman coulter inc. Assessment of customer supplied assay/instrument performance data indicated that the mean s0 relative light units of the customer's calibration curve was elevated enough to cause the repeat test of this patient sample to generate this no value result. The samples were serum samples collected in a plasma separator tubes. The samples were allowed to clot for fifteen minutes and were centrifuged at room temperature prior to testing. The samples were tested either the same day as collection or stored refrigerated and tested the following day. The customer indicated that one of the patient serum samples appeared to be 'slightly lipemic', however it is unknown as to which sample this integrity issue pertains. Instrument psa quality control results were performing within the customer's established ranges on the date of the event. System checks performed prior to the event passed within instrument specifications. Ultrasonic phase lock loop errors had occurred on the instrument during the timeframe of this event. Specific patient information, and raw data results were not provided by the customer. The psa reagent and calibrator lot numbers associated with this event are 118914 and 023123 respectively.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) detected a loose wash buffer tubing connection at the wash valve that required tightening. The fse observed air being drawn into the wash buffer line from the loose connection that was causing bubbles to form within the lines. The fse resolved the issue and verified instrument hardware prior to returning the instrument back into operation. Although hardware repairs were required at the time of on site service, the fse did not document or demonstrate that the failure was able to be reproduced prior to performing hardware repairs and was later resolved after hardware repairs were completed. A definitive cause has not been determined to date for this event.